Manufacturer narrative:
(B)(4). Evaluation summary: this sample was returned by the customer as an additional sample for (B)(4). During analysis, quality engineering identified a failure. The batch review found no indication of nonconformance during the manufacture of this product. The visual inspection identified traces of ingredient inside the bag. Functional testing verified the reported condition. The cause of the condition was determined to be a manufacturing deficiency. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. After compounding, the leak was discovered during the in pharmacy quality control check. This report documents no patient involvement or adverse events. No additional information is available.